Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "indication for use: the purewicktm female external catheter is intended for non-invasive urine output management in adult female patients. Contraindications: -patients with urinary retention. Warnings: -never insert the purewick female external catheter into vagina, anal canal or other body cavities. For external use only. -do not use purewick female external catheter with bedpan or any material that does not allow for sufficient airflow. -to avoid potential skin injury, never push or pull the purewick female external catheter against the skin during placement or removal. -discontinue use if an allergic reaction occurs. -reuse and/or repackaging may create a risk of patient or use infection, compromise the structural integrity and/or essential material and design characteristics of the device which may lead to device failure, and/or lead to injury or illness of the patient. -after use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Precautions: -not recommended for patients who are: -agitated, combative or uncooperative and might remove the purewick female external catheter. -having frequent episodes of bowel incontinence without a fecal management system in place. -experiencing skin irritation or breakdown at the site -experiencing moderate/heavy menstruation and cannot use a tampon. -do not use barrier cream on the perineum when using the purewick female external catheter. Barrier cream may impede suction -not recommended for use on patients who have undergone recent surgery of the external urogenital tract. -always assess skin for compromise nd perform perineal care prior to placement of a new purewick female external catheter. -maintain suction until the purewick female external catheter is fully removed from he patient to avoid urine backflow. Recommendations: -perform each step with clean technique. N the home setting, wash hands thoroughly before device placement. -prior to connecting the purewick female external catheter to hospital wall suction tubing, verify suction function by covering the open end of the suction tubing with one hand and observing the pressure dial. If the pressure does not increase when the line is covered, verify that the tubing is secured, connected and not kinked. -ensure the purewick female external catheter remains in the correct position after turning the patient. Remove the purewick female external catheter prior to ambulation. -properly placing the purewick female external catheter snugly between the labia and gluteus holds the purewick female external catheter in place for most patients. Mesh underwear may be useful for securing the purewick female external catheter for some patients. -assess device placement and patient's skin at least every 2 hours. -replace the purewick female external catheter every 8-12 hours or when soiled with feces or blood. -if using wall suction, change suction tubing per hospital protocol or at least every thirty (30) days. -if using purewick urine collection system, replace accessories per purewick urine collection system user guide. Instructions for use: setup: 1. Connect the canister to wall suction and set to a minimum of 40mmhg continuous suction. Always use the minimum amount of suction necessary. Using standard suction tubing, connect the purewicktm female external catheter to the collection canister. 2. If using the purewicktm urine collection system please consult the purewicktm urine collection system user guide for setup instructions. Peri-care and placement: 3. Perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. 4. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned. Note: patient can be positioned on back, side lying, frog legged, or lying on back with knees bent and thighs apart (lithotomy position) prior to device placement. Removal: 5. To remove the purewicktm female external catheter, fully separate the legs, gluteus, and labia. To avoid potential skin injury upon removal, gently pull the purewicktm female external catheter directly outward. Ensure suction is maintained while removing the purewicktm female external catheter. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Maintenance: 6. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick female external catheters were uncomfortable, and it caused skin irritation to the patient. Patient also stated that they experienced leaks. Per follow up via phone on 14dec2021, customer did not like the way the purewick female external catheter felt them and discontinued to use. Per follow-up on 14dec2021, it was reported that the patient saw a doctor for the rash and received prescription cream but did not know the name of the medication. The doctor advised not to use the system because the urine was causing the skin irritation. Medical intervention was reported.

Event description:
It was reported that the purewick female external catheters were uncomfortable, and it caused skin irritation to the patient. Patient also stated that they experienced leaks. Per follow up via phone on (B)(6) 2021, customer did not like the way the purewick female external catheter felt them and discontinued to use. Per follow-up on (B)(6) 2021, it was reported that the patient saw a doctor for the rash and received prescription cream but did not know the name of the medication. The doctor advised not to use the system because the urine was causing the skin irritation. Medical intervention was reported .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.